Event description:
Per the customer, they noticed significant increase in analysis time of sponges throughout cases, taking anywhere from 15 to 30 seconds to analyze. The customer stated that there were also multiple oversaturated canisters that even when adding fluid did not rectify. Per the customer, they had to get other canisters and split up the contents and add significant fluid to get ebl. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they noticed significant increase in analysis time of sponges throughout cases, taking anywhere from 15 to 30 seconds to analyze. The customer stated that there were also multiple oversaturated canisters that even when adding fluid did not rectify. Per the customer, they had to get other canisters and split up the contents and add significant fluid to get ebl. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.